Event description:
It was reported to boston scientific corporation on july 10, 2007 that a jagwire precursor device was used during an endoscopic papillary balloon dilation (epbd) procedure performed in 2007 (patient gender, age and weight are unknown).according to the complainant, after the flushing step during preparation, the core wire of the jagwire was exposed at the tip. The procedure was completed with a different device (device unknown).no patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2767.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown.based on the evaluation of the returned device, it was observed that a portion of pebax was missing from the jagwire. Although the exact cause of failure cannot be determined, the most probable cause for the failure is the wire being removed from it's protective hoop by pulling from the tip.